Event description:
The physician was attempting to use an amphiprion deep balloon catheter to treat a moderately calcified lesion. No damage was noted to the packaging or device. The device was prepped as per the IFU. No embolic protection was used. The balloon burst during inflation. The inflation pressure applied to the balloon prior to rupture was confirmed to be less than rbp. All fragments were retrieved. Resistance was not encountered when advancing the device and no excessive force was used. The procedure was completed using another medtronic product. No patient injury was reported.

Manufacturer narrative:
Correction: patient sex - male. Additional info: sheath size 6 fr, guide wire 0.014" inflation pressure 4-6 bar. If information is provided in the future, a supplemental report will be issued.